Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 7.2 mmol/l. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to rewind the insulin pump. Customer stated that the alarm occurred immediately after a battery change. Customer also reported that the insulin pump had failed battery alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.